Event description:
Doctor reported "muck" similar to a bug on a windshield on the underside of the optic on the simplicity intraocular lens (iol), model is unknown. Doctor notices this incidence on almost every case when a simplicity injector is used. This is a generalized complaint as the doctor is not reporting a specific incident. Musk is observed after the iol is fully implanted and is cleared it away using discovisc (ovd). It was reported no further attention was needed, no delay, and no sutures. Patient's daily activities are not affected. Patient status was reported as no impairment. Iol is not available for return as it remains implanted. There are no pictures available of the "muck" and there are no injectors available for evaluation. The surgical technicians will be re-educated on simplicity delivery system steps on (B)(6) 2023. No further information is available.

Manufacturer narrative:
Section b-3: date of event: unknown as information was not provided. Section d-1 brand name: unknown as device serial number was not provided; only simplicity iol was provided. Section d-4 model number: unknown, as device serial number was not provided. Section d-4 catalog number: unknown as device serial number was not provided. Section d-4 device serial number: unknown as information was not provided. Section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device serial number was not provided. Section d-6a date implanted: unknown as information was not provided. Section d-6b date explanted: not applicable as the iol remains implanted, therefore not explanted. Section h3-81: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.